Event description:
The patient reported receiving an e4 (occlusion) error resulting in elevated blood glucose of 300-400 mg/dl. The patient changed the infusion set and bolused through the infusion device but blood glucose remained elevated. The patient changes the infusion site every 2-4 days and the infusion tubing every 7-10 days. The patient was educated on the proper usage of the infusion site and tubing. The patient's normal blood glucose level is 100-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.